Event description:
The patient felt no stimulation sensation in her area of paresthesia following a colonoscopy. The patient was at home at the time of the complaint and her status was reported as 'good". Additional info has been requested. A follow-up report will be submitted if additional info becomes available.